Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their aligners are cutting their gums. Provided fit issues template, fit tips, information on blanching, recommended patient to file aligners in the area that is cutting their gums.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.